Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they were seen by their dentist and provided a letter that stated the patient is found to have an edge to edge bite with central and lateral incisors and right quads are slightly open in the buccal.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.